Event description:
The company was informed that the patient's implant site never healed after initial implant surgery. Three attempts at surgical debridement were made. The patient was admitted to the hospital on (B)(6) 2013 and the implant was removed. The patient was released from the hospital on (B)(6) 2013.